Manufacturer narrative:
The first sling mentioned in b5 has been filed under a separate MFR number. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information the dynamic anchor/suture snapped on the first sling. A second sling was attempted and failed as well. A third sling was opened, and surgery was completed as intended, no noted injury.